Event description:
I had a surgery in (B)(6) 2011, at (B)(6) for a collapsed pelvic floor and bowel. I believe there were three types of mesh used vycril, surgi pro and biodesign surgisis mesh. I have been having terrible problems ever since, i.e. Infections, strange things passed through my bowel, i.e. Hairs, mucus, blood, whole tablets, bright yellow running out of my backside and parts of mesh. The surgeon responsible refuses to see me when I informed him I am having problems, he did however do a colonoscopy in (B)(6) 2012 some seven months after the initial surgery and stated among other things that he did see the mesh but there was no problems. I am concerned with all three but the biodesign surgisis bothers me the most because it apparently is made from the small intestine of a pig, and is absorbable into your body. I have had repeated blood test and they show infection and inflammation. I am very tired, I feel like I have razor blades, burning and ice cold water running down my back passage. I have also had high fevers and chills. Also recent white blood cell radiological scan test have shown enlarged spleen and liver. Since the (B)(6) 2011 surgery I now have two hernias one hiatus and the other umbilical containing small bowel.